Manufacturer narrative:
Additional information: the instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site, and a software investigation was completed. On-site, the reported inaccuracy could not be replicated. The system functioned normally during testing. The software investigation analyzed exams and the registration pattern of the user. It was determined that the exams used for the procedure were outdated, and the user's registration pattern (tracer) was poor. Training has been completed with the customer to inform them on the effects that old exams and tracer pattern can have on accuracy. The software was determined to be functioning as designed, and the reported inaccuracy was the result of the user. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a cranial resection procedure, the surgeon alleged a 10mm inaccuracy with navigation in the inferior/superior direction. It was reported that the inaccuracy was noted after the skin flap was taken, but before the bone flap. It was also reported that the system became more accurate as the surgeon proceeded deeper within the patient anatomy (1-2mm upon opening the dura, fully accurate upon reaching the skull base). The MRI that was used for registration was a week old, and the CT that was used was 3 months old. These exams were merged and used for localization and registration. The procedure was completed successfully with navigation and there was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.